Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or liberty cycler set. Additionally, there is no allegation against any fresenius product.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called and stated that he was feeling pain in his abdomen and swelling. Patient stated the pain has been going on for 3-4 days, and he contacted his nurse but has not received a call back from clinic regarding the issue. A follow up call was made to the patient's nurse who reported that the patient's abdominal pain was related to peritonitis. She could not provide any further information. She reported that the patient was treated for the peritonitis in the hospital, and his catheter was removed.